Event description:
Site reported a pneumothorax post superdimension procedure. The patient's pneumothorax was confirmed via chest x-ray after the procedure. Patient received oxygen via chest tube and was hospitalized overnight and discharged.

Manufacturer narrative:
A component of the superdimension, case recordings were returned from the site for evaluation. The evaluation found the target close to the diaphragm and the system functioned properly. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.